Event description:
The surgeon reported that ultrasoft was implanted in both lips of pt 6 weeks ago. The implantation went well, and there was no problem with the device releasing from the trocar. The lip implants looked fine after surgery, but later pt developed sensitivity and swelling. After about one month, the physician decided to remove the implants and noticed pus in the side openings. Pt was treated with antibiotics and is being monitored every week. The pt was due to see the surgeon in july 2004 but re-scheduled for 6 days after the initial date. The implants were removed and the pt would prefer the smaller implants to be placed once healing has occurred from the infection.